Event description:
It was reported by service report that the wheel mount is broken on the headsection. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Load wheel casting.